Event description:
It was reported that the ventilator alarmed for excessive leakage from the o2 module. This may lead to stop of ventilation. The ventilator was not connected to pt at the time of the event.